Manufacturer narrative:
In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: the reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. When the device was opened up, a tubing connected to the expiratory flow sensor was found to be kinked and possibly the source of the occlusion alarms. Then entire gas delivery engine was replaced per remediation. The device has been tested and is working to service specifications. No further investigation will be performed.

Event description:
The customer reported that during patient use the ventilator alarmed circuit occlusion. The patient was bagged and placed on alternate ventilation. There was no patient harm or injury.

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.